Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt); "slight delay" (no code available). Product problem(s): "footswitch working intermittently" (device operates differently than expected); "hair found in the pack" (foreign material present in device); "problem with suction" (suction issue). A customer reported a problem with suction during fragmatome use, the footswitch working intermittently, and a hair was found in the custom pack all during the same case. Additional info was requested. Additional info was received. The nurse reported a slight delay occurred while they performed troubleshooting for the footswitch and tubing to be changed out. The nurse reported there was no impact to the pt and the case was completed.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. At the request of the facility, the footswitch was replaced and sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).